Event description:
It was reported that a base hardware failure and battery communication time out errors were observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation did not notice any external damage to the device. The pump event history showed a base hardware and battery communication time out error in error history log (ehl). The evaluation was performed, a motor rate error was found during occlusion test. The cause of the reported issue was not duplicated after multiple flow and occlusion tests. The root cause of the reported issue was unable to be determined. The technician replaced interconnect board and battery as a preventative measure. Performed function and delivery tests which passed.